Event description:
The spectrum tubor-ject PICC line was being trialed in the infusion therapy department. The catheter was going to be used for IV access for chemotherapy administration, antibiotic therapy and blood collection/draws. Thirty-six (36)catheters were placed in various types of patients. Twenty-two (22) of the thirty-six (36) patients experienced some kind of side effect that included a malposition of the catheter, clotting of the catheter and/or phlebitis. Five (5) patients developed a deep vein thrombosis requiring anticoagulation therapy. It was decided to discontinue the use of the catheter it is thought that the tubing is too stiff possibly causing it to clot and malposition.